Event description:
It was reported that the patient was admitted for observation. The patient was not feeling well and experienced diarrhea, bleeding from hemorrhoids, dizziness, nausea, sleeping a lot, lethargy, and tremors over the last couple of months. Their creatinine and d sodium were abnormal. The patient also had low international normalized ratio (inr) value requiring intervention with subcutaneous enoxaparin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The customer declined to provide additional information due to privacy. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists adverse events which may be associated with the use of heartmate 3 lvas, including bleeding. Section 6, patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.